Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a check saline error message occurred during aspiration. During the use of an angiojet solent omni catheter in a procedure treating the iliac vein, the catheter was primed and utilized it in thrombectomy mode for 67 seconds. The device then started giving an error to check saline supply. Upon checking the saline supply, there were no issues, everything was good, no kinks, there was plenty of fluid. The pump set was ejected from the console and an attempt was made to reload it but it appeared that there was fluid all over the drawer of the console. The catheter was discontinued and a new one was opened to complete the case. No complications were reported and the patient status was fine.